Manufacturer narrative:
Hamilton medical ag case number is: (B)(4).

Event description:
The following was reported to hamilton medical ag: our equipment department received a phone call from the ICU medical staff informing us that a ventilator in the department suddenly went blank and failed to restart. Immediately, our equipment maintenance personnel went to the site to investigate and handle the incident. No patient involvement.